Manufacturer narrative:
Per the instructions for use, valve malposition and pvl are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, per report, physician handling and movement of the delivery system during deployment resulted in malposition of the valve. The severe leaflet calcification and fair coaxial alignment of the valve/delivery system could also have been contributing factors. The subsequent pvl was a result of the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, the 26mm sapien xt valve was deployed too ventricular, with resulting moderate-severe paravalvular leak (pvl). A second valve was deployed. The patient's left ventricular apex was noted to be thin-walled and located fairly anterior. There was septal hypertrophy which caused a nearly 90 degree turn to get from the sheath insertion site across the aortic valve. The first valve was initially positioned 70:30 aortic; however, the cardiologist moved it more ventricular at the beginning of deployment, and then the valve moved more ventricular as the balloon was fully inflated. The final position of the valve was 30:70 aortic/ventricular. There was moderate to severe pvl. An additional 1ml of contrast was added to the delivery system and post-dilation was performed, which made no appreciable improvement of the pvl. A second valve was prepped and positioned across the annulus with approximately 50% of the valve more aortic than the original valve. This reduced the pvl from moderate-severe to mild-moderate. The sheath was withdrawn and the apex was closed without difficulty. The patient was transferred to the ICU in stable condition. The native aortic annular diameter was 24mm by tee and 23mmx29mm with an area of 514mm² by CT. The aortic valve was moderately calcified and the leaflets were severely calcified. The image intensifier angle was noted to be good, the coaxial alignment of the delivery system and valve were noted as fair, ventilation was held and there was no loss of pacing capture during valve deployment.